Event description:
It was reported that during the implant attempt, the initial lead measurements were good. A second measurement showed no pacing and no sensing. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. The lead was damaged at implant.